Event description:
Customer reported a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick connectors. System operates as intended. This MDR is related to ge healthcare complaint number.